Event description:
It was reported that at the end of the procedure, the physician handed the scope to the scrub tech and asked for the light to be turned off. The light cord was put down on the drape. Moments later a black hole in the drape was noticed. The drape was removed and the pt was found to have a burn on the lower lip. The hosp is not sure if the light cord is a stryker cable or one mfg by spectrum surgical instruments or richard wolf.